Manufacturer narrative:
Corrected data: the following conclusions codes were previously omitted or reported in error on the initial MDR, MFR #: 1049092-2014-00195, reported to the FDA on june 10, 2014: (B)(4). The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 30, 2016, (B)(4).

Event description:
It is reported that end-user developed a red fungal rash to the peristomal area confined under the tape only. This rash ahs been coming and going over the past three (3) years, however it has recently gotten worse. It is also reported that rash is bing treated with nystop powder as prescribed by the treating physician.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End-user was provided instruction in skin care and crusting techniques/method using the nystop powder and a non-sting protective barrier wipe. Lastly, end-user wil be sent samples of the sensi-care product. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. (B)(4)convatec will continue to track and monitor such complaints according to convatecs inc's. Complaint handling and CAPA procedures.